Event description:
Patient called lfs in 7/2003 alleging meter would not power on. The patient reported no high or low blood glucose symptoms at the time of testing. The patient has not used the meter for several months. The issue was not resolved with troubleshooting. No further information has been reported.